Event description:
It was reported that during the procedure, a 3.25x15 trek rx balloon dilatation catheter was advanced without resistance onto a non-abbott guide wire and into a non-abbott guiding catheter toward a moderately calcified, eccentric, 75% re-stenosed lesion in the proximal to mid left anterior descending (lad) coronary artery and the proximal area of the lesion was dilated using a non-abbott inflation device pressurized to 12 atmospheres (atm) held for 10 seconds. While in the proximal lad, when attempting to inflate the trek rx a second time, the inflation device pressure indicator did not increase and a leak was observed in the shaft of the trek rx. The trek rx was withdrawn without resistance from the anatomy, and another unspecified balloon dilatation catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, inflation: medtronic, guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.